Event description:
Midline placed [redacted date]. IV therapy consulted twice during one shift - unable to flush. Despite repositioning and proper flushing practices, midline was not properly functioning and was removed [redacted date]. Noted two kinks in line, one at hub and one at approx 5cm. Manufacturer states the powerglide midline is good for 29 days. Patient required piv insertion. In addition, this caused delay in IV therapies being delivered to the patient.